Event description:
Pt implanted with synthes tfn in (B)(6) 2015 due to left hip fracture. Five months post-op, pt developed increasing left hip pain. F/u xray displayed fractured tfn which was then removed.